Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Report source: pakarinen, o. (2020). Increased risk for dislocation after introduction of the continuum cup system: lessons learnt from a cohort of 1,381 thrs after 1-year follow-up. Acta orthopaedica. Pages 279-285. Https://doi.org/10.1080/17453674.2020.1744981. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a study consisted of 1,381 operations and reported an unknown amount of continuum cups were noted to be positioned outside the safe zone and indicated for revision. Safe zone defined as 10-25 degrees anteversion and 30-50 degrees¿ inclination. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.